Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08jan2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The upper calibration dot would not calibrate. Resolution and disposition: the se replaced the touch panel and the ventilator passed all testing.

Event description:
It was reported that the ventilator touchscreen was inaccurate and unable to calibrate. No patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 01apr2019, date rec¿d by MFR : 26mar2019. A touchscreen was returned to philips for analysis. A visual inspection of the returned component was performed and a small scratch was observed on the lower part of the screen. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the scratched screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.